Event description:
Customer reported that during set up, this unit was found to have display segments missing in the middle of the display. Caller states no patient involvement.

Manufacturer narrative:
(B)(4). During analysis the unit was found with a damaged top enclosure and a noticeable crack toward the bottom left corner of the display which suggest it was dropped/damaged which may also have caused the missing segments. The customer reported failure was confirmed. Information has been added to the database for trending purposes.